Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-dec-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station time was incorrect and need to be updated to central time. A field service engineer logged into the station, applied knowledge article (ka) "device time is incorrect", and confirmed with the customer that the station time was corrected successfully. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es time was incorrect and need to be updated to central time. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.